Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ carryover occurred. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: there was also an event in which the sample measured immediately before carried over to the sample measured next. 1. Are there erroneous results on patient samples for diagnostic test?no. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Non-biohazard.

Event description:
It was reported that while using bd facslyric¿ carryover occurred. There was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: there was also an event in which the sample measured immediately before carried over to the sample measured next. 1. Are there erroneous results on patient samples for diagnostic test?no. 1. Was the leak fluid or air? Fluid 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Non-biohazard.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l8c instrument, part # 654587, serial # (B)(6) problem statement: customer reported a complaint regarding the instrument producing high carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 2 complaints related to the issue of high carry over; date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #654587 serial # (B)(6), file # 654587-654587-r654587000039-106010831-18, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a blockage in a waste fluid line. The customer had initially reported that the instrument was leaking from the sit. The tsr communicating with the customer suggested running multiple sit flushes, check the waste liquid tubing, and reattaching the pinch valve tubing. A week later, the customer reported that they found that the waste liquid tubing was clogged with crystal deposits and completed the suggested repair of clearing the blockage by rubbing the tubing. After the repair the instrument was reported to be functioning as expected with no further signs of leaking. No parts were requested for evaluation as there were no parts replaced. Although carryover was detected during the instrument¿s use, it was reported that no erroneous results were detected using patient samples. There was no delay in patient treatment due to this event. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: n/a, case # 01517874 install date: 20sep2019 defective part number: n/a case comments: (B)(6) 2021 7:23 pm): I tried the method you taught me. I don't know if it was the cause, but as described, white crystals were deposited in the tube of the waste liquid line, so I rubbed it back with my fingers. No dripping has occurred with subsequent use, but if it still occurs after watching the situation, we would appreciate it if you could consult with us again. ¿ correspondence is completed. (B)(6) 2021 2:00 am): I had previously consulted about dripping from the sit nozzle of facs lyric (serial number: (B)(6), but this symptom has become more frequent. It is not a continuous symptom as before, but it often disappears during the day, but it is a situation where dripping occurs once or twice a week after using it almost every day. There was also an event in which the sample measured immediately before carried over to the sample measured next. (When the isotype control was measured after the measurement of the stained sample, positive cells that should not have appeared were detected.) At this time, there were no symptoms of dripping, so it is unknown whether it is related to the former problem. (B)(6) 2021 2:00 am): may drip from sit. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no azure ID: 89171 ID: libivd-ra-63 2.1.8 reg status: ivd; ruo hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: wrong results by cross contamination. Risk control: design to ensure that there is no back drip. Automatic sit flush to minimize carryover between tubes req link (azure ID): 93132 libivd-did-262 sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-72p effectiveness verification: lsvn-1008-dr, libivd-se-15-72f probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: new hazards: none. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause of the carryover between sample tests was due to a blockage the waste liquid line. Conclusion: based on the investigation results the root cause of the carryover between sample tests was due to a blockage the waste liquid line. A tsr communicated with the customer a method of clearing the sample tubing. The customer then followed the method provided, massaging the waste liquid tubing to clear the crystals from the tubing, and the instrument was reported to be functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10.